Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that after implant, the patient had rapid abdominal pain. On (B)(6) 2022, an abdomen and pelvis computed tomography (CT) was done and a sigmoidoscopy was performed. A transmural infarct was found. The patient also had ischemic colitis. The patient's lactic acid had risen again, and a small bowel resolution operation was considered on (B)(6) 2022. The patient underwent right hemicolectomy and small bowel resection due to transmural infarct.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on hm3 lvas, serial number (B)(6). The hm3 lvas was not returned for evaluation. No further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2022. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including arterial non-central nervous system (cns) thromboembolism that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. Section 6, under ¿anticoagulation¿, also provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient was doing well.